Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances were greater than 125 ohms. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.